Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to search the broken needle piece(s)? No x-ray examination. Was the needle piece(s) retrieved during the same procedure? Needle not found. Does a piece of the needle remain in the patient¿s tissue? Unable to determine whether the needle remains in the patient's tissue. Was there any additional tissue damage as a result of searching for the needle piece? No other tissue damage. What is current condition of the patient? The patient is now in normal condition. What is the lot number? The outer package is lost, and the batch number is unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The needle broke during sewing cervical in surgery. Immediately carried out incision exploration to confirm that the broken needle was not in the patient's body cavity. No adverse patient consequences were reported. Additional information was requested.